Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing alarm), which occurred on the homechoice (hc) during peritoneal dialysis (pd), dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The hp stated that she had left a clamp open on the disposable cassette's effluent sample line. The baxter technical service representative (tsr) advised the hp that all clamps must be closed on unused lines. Proper procedures per the user manual were reviewed with the reporter. The tsr advised the hp to contact their pd nurse and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.